Event description:
Two jp drains were removed. One was removed intact, but the second jp drain broke and a piece was retained. Both are available for evaluation. Reference report mw5116307, mw5116308, mw5116310.